Event description:
It was reported that air bubbles were observed within the cartridge tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.